Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Procedure: index surgery outside cors scope. Patient underwent revision for failed tha and presence of metallosis on (B)(6) 2017.